Manufacturer narrative:
Device evaluation: the actual device was returned for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. The device passed mushroom head check. The device tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A device history review was conducted.

Event description:
A peritoneal dialysis nurse reported that a fluid leak occurred during patient training. The nurse reported that fluid was leaking from the cassette upon ending treatment and noticed when the cassette door was opened. The nurse noted that there was a crack in the plastic of the cassette and there was fluid inside of the cassette door. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that a fluid leak occurred during patient training. The nurse reported that fluid was leaking from the cassette upon ending treatment and noticed when the cassette door was opened. The nurse noted that there was a crack in the plastic of the cassette and there was fluid inside of the cassette door. The cycler will be replaced.